Event description:
Pt's ICD fired several times without any evidence of an arrhythmia. The device was replaced. Upon inspection it was noted that the explanted device lead tip and distal coil were not intact.